Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient experienced elevated blood glucose that persisted and on (B)(6) 2013 it was 490 mg/dl and the patient went to the hospital. The infusion set had been changed three times during that time, but it did not bring the blood glucose level down. The patient was treated with insulin injections at the hospital. She was in the hospital for three days; when she was released she continued using insulin injections. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.